Event description:
The reporter indicated while performing a clinic check the device was programmed to vvi, oversensing and non output was seen. Annotations with ECG/iegm report telemetry shows lead impedance. A loose connection between the lead and connector block is suspected.